Event description:
During deployment of a stent, the pullback draw string to deploy the stent became stuck within the artery and would not retrieve. Unable to pull the draw string out, however, the stent fully deployed. There were no filling defects. The surgeon tried putting balloon back into the stent to fixate it while we pulled a little bit harder and the string became a little bit fragile. Then we decided to stop doing that. We tried passing a knot cutter briefly as we pulled on the rib cord string which was left in the iliofemoral segment. It still would not budge. We were able to, however, extend the arteriotomy more proximally and we could see where the string was catching. We were able to pull it out and it looks like we were able to retrieve all of the remnant of the covered stent draw string. There was certainly no flow obstruction.